Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd¿ 20 ml syringe with needle prior to use. The following was provided in the initial report. "On (B)(6) 2020, it received a complaint from department of oncology, (B)(6). The syringe of material number was 301948 was found to have black foreign matter in the stopper when the package was opened it. The sample involved in the complaint this time was a syringe, material no. 301948 batch no. 1901148, and the effective period is 2023.12.31".